Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 42 were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided repairs information, pressure test failed and technical error 42 was triggered which confirmed the reported event. The defective part was not requested for investigation as this event is related to a known issue addressed with an internal event, opened in (B)(6) 2020. We also confirm that the serial number of the reported device is among the list of affected devices. Therefore, as per internal documentation, the pressure sensor was to be replaced. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "downstream pressure sensor out of range device was brought to purchasing with a note stating downstream pressure sensor error 42. They do not have any other information to share on this and if there were any adverse reactions." Fk us service confirmed the error message; both upstream and downstream pressure sensors were replaced; device calibrated, cleaned, post service tested and released for use. Reporting due to the referenced issue; no patient injuries or adverse effects were communicated. More information is needed to complete the investigation.